Event description:
The facility representative contacted a technical service representative to report an ipump with "missing screws on door." This event occurred during programming/setup in "maternity." The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The reported malfunction of "missing screws on door" was confirmed and not reproduced. The root cause was attributed to the three bag cover screws that were missing from the pump. The three bag cover screws were replaced to fix the problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.